Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
A customer reported via phone call indicating that they were hospitalized for diabetic ketoacidosis on (B)(6) 2015 around 9:30pm with a high blood glucose level of 400mg/dl. The customer reports physical damage near the reservoir compartment. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. Unable to perform the occlusion, prime or excessive no delivery alarm tests due to the motor error alarm. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, cracked battery tube threads, a broken belt clip slot and minor scratches on the lcd window.